Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report alarms with the insulin pump during priming. The customer continued to use the insulin pump, and it was reported that the customer was hospitalized for low blood glucose levels of 23 mg/dl. No other info was provided.